Event description:
It was reported, that the right ventricular lead was explanted and replaced for unspecified reason. The patient was stable. Further information was requested, but not received.

Manufacturer narrative:
Further information was requested, but not received.